Manufacturer narrative:
Additional information: lot numbers of the devices and quantity 23774528, 22751515, 23774529, unknown (x3), 22751516, 23774530, four (4) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. For 1 device the lot number was not provided therefore, the DHR review could not be completed. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 8 malfunction events. The event was related to suciton loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: three (3) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. The product was returned and evaluated. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality test was performed, and the result was found not within specifications. The reported event is confirmed. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.